Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was randomly resetting the date/time. The battery life remaining was also not displaying correctly. The insulin pump would alarm replace battery now, but after the customer cleared the alarm the insulin pump showed three bars of battery left. Customer's blood glucose level was not reported. The device was not returned.